Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of force sensor was validated and verified along with damaged top case. Physical condition revealed a multiple damage. Top case cracked and chipped. By the front left and right bottom. Cracked right plunger case and battery door. Bottom case seal missing and damaged. Visible contamination by the a [?] L [?] Bracket ple clamp. When powering up device, it was found force sensor bridge in the event log along with duplicating event. This was isolated to main pc board, force sensor and plunger cable. The cause is believed to be normal wear and customer handling. Summary of maintenance includes : replaced both plunger cases, and top case due to cracked. Replaced stepper motor and worm coupling due to normal wear. Added missing cable guard. Calibrated the device. Device passed all functional testing.

Event description:
Information received a smith medical medfusion 4000 pump force sensor bridge test error, damaged top case. No patient adverse events reporteted